Event description:
This case involves a female treated with poly-l-lactic acid (therapy date, indication nos). On an unspecified date, she experienced granuloma at injection site. No additional info was provided. A pharmaceutical technical complaint (ptc) has been initiated. Additional info received on 21-nov-09 in the form of ptc investigation results: ptc results revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in foreign country. The review of the DHR (device history record) and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: no faults detectable.